Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k) p140016. Summary of investigational findings: on (B)(6) 2018 a patient underwent semi-urgent tevar to treat critical lower-limb ischemia due to standford b aorta dissection. The complaint device zta-pt-32-28-178-w1 was placed from zone 2 and gzsd-46-123-2 and gzsd-46-164-2 were placed distal to the complaint device. On (B)(6) 2018 the patient complained about chest pain and CT confirmed retrograde type a dissection. Additional comment explains that it seemed to be due to the proximal bare stents of zta-pt-32-28-178-w1. The patient underwent open surgery repair (osr) to replace the ascending aorta and place an open stent graft. During the osr, the physician confirmed that the proximal bare stent of the zta-device was not the cause for the retrograde dissection (rtad) and that the exact cause was unknown. Further communication with the user facility could not rule out the possibility of the rtad location to be unrelated to the zta stent graft or the implant location. Patient is reported to do fine. The product was not returned for investigation and no images were provided. A clinical assessment on the information reported in the complaint file was performed. The assessment states; in this specific case the CT-images suggested that the rtad was in relation to the proximal bare stents of the zta, but during osr the physician did not find this relationship. No information about sizing, oversizing, lsa coverage, co-morbidities or other relevant clinical information has been provided. However, the zta is not indicated for treating dissection due to the proximal configuration with a bare top stent and barbs and findings of higher incidence of rtad in the literature. In conclusion, this case of rtad after off-label use of zta in a semi-urgent tbad with lower limb ischemia, based on the physician's statement is assessed to be most likely caused by a combination of disease-related and procedural-related factors, although stent-graft related factors should not be ruled out. Cook performed review of the device history record for the final lot and relevant subassemblies of the device. No non-conformances were noted. The device lot is a one device lot. It is therefore concluded that there is no indication that nonconforming product exists in house or in field. As per IFU shipped with this device, the zenith alpha thoracic endovascular graft is indicated for endovascular treatment of patients with aneurysms of the descending thoracic aorta, and the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patients having dissections. Based on the investigation, the cause of this event could not be established. Rtad is confirmed based on the reported information. If further information and/or imaging becomes available, the investigation will be updated accordingly. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: (B)(6) 2018 : a (B)(6) female patient underwent semi-urgent tevar to treat critical lower-limb ischemia due to stanford b aorta dissection. It was a dissection case, but the physician selected zenith alpha¿ thoracic endovascular graft proximal tapered components from the hospital's stock since it was an urgent case. He placed zta-pt-32-28-178-w1 from zone2 and placed gzsd-46-123-2 and gzsd-46-164-2 distal to it and completed the procedure. (B)(6) 2018: she was nearly discharged from the hospital but complained the chest pain, so the physician conducted emergent CT exam and confirmed retrograde type a dissection was developed. It seemed to be due to the proximal bare stents of zta-pt-32-28-178-w1. Open chest surgery for the replacement of the ascending aorta and placing an open stent graft will be conducted today. Additional information provided on 13dec2018: open chest surgery for the replacement of the ascending aorta and placing an open stent graft was performed as planned. During the open surgery, the physician confirmed the proximal bare stents of zta-pt-32-28-178-w1 were not the cause of the retrograde type a dissection. However the exact cause was unknown. The patient is doing fine. Patient outcome: the patient's condition is unknown as not provided by the reporter.